Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not running. There was no report of patient injury associated with the event, however the surgery time was extended by approximately 10 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.